Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a continuous driveline infection, and had a ldh increased by 2.5 time the normal level with black urine. Ramp test showed dilated left ventricle. A heart transplant was performed on (B)(6) 2019 due to suspected pump thrombosis. The patient is doing well and extubated 4 hours after transplantation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the pump did not reveal any device related issues that would have contributed to a functional or flow issue. A direct correlation between the pump and the reported hemolysis and suspected thrombus could not be conclusively determined through this evaluation. The pump was returned with the driveline cut approximately 2¿ from the pump body and the severed portion was not returned. The sealed outflow graft was returned and was secured to its respective pump port. The sealed inflow conduit was not returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii lvas IFU lists thrombus and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.